Manufacturer narrative:
Device labeling addresses the reported event as follows: precautions and warnings: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Balloon deflation and subsequent replacement.

Event description:
Reported as: the physician removed an orbera intragastric balloon from a patient due to "patient vomiting blue liquid. The balloon was placed the day before had leaked leaving only 300 mils in the balloon".

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 07/26/2017. Device evaluation summary: a visual examination was performed on the received balloon and noted the shell to be discolored, light blue in appearance. Blue particles were noted in the inner surface of the shell, and white particles were noted on the outer surface of the shell. A sample fill tube was used for further device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was leaking from an opening on the shell opposite to the valve patch. Under microscopic analysis, the opening was noted to be striated, consistent with damage from a removal tool. Under microscopic analysis, yellow particles were noted on the valve channel/hole.